Event description:
A sample was analyzed on the blood gas analyzer this sampler or a sample analyzed prior to this measurement introduced a clot in the blood gas analyzer. The clot was positioned in the ph chamber during measurement of sample the clot in the ph chamber led to too low ph values. For sample the ph value had not been requested. Clots may affect the sample transport and may alson lead to dilution of the sample. When a technician removed the clot the problem solved. The ph electrode was cleaned. Quality control (qc level 3+) was done, without any problem. Due to the wrong ph measurement a patient was mistreated with nabic. The patient has not suffered any degradation in state of health.